Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display alarm. She was checking her blood glucose when the blank display occurred. The customer's blood glucose level was 251 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. She mentioned that she also received another alarm but could not troubleshoot this alarm due to the blank display. The customer also declined troubleshooting for the high blood glucose. She mentioned that during troubleshooting, she was confused and cleaned the battery compartment with alcohol. The customer mentioned that the pump was exposed to fluid in the past but had no visible moisture in the insulin pump. She was not able to finish troubleshooting for the moisture exposure due to the blank display. The customer mentioned that the other alarm that she received did not occur during the rewind/prime sequence. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test or verify alarms due to blank display. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked belt clip slot, and cracked battery tube threads.